Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system shut down unexpectedly and started to restart prior to a surgical procedure. After restarting the test failed. The surgery was initiated and completed after the consumable pak was replaced. There was no patient involvement when the system shut down.

Manufacturer narrative:
The customer reported that the system shut down and restarted before surgery, then the cassette test failed. The surgery was completed after replacing the cassette. There was no patient impact. The system was manufactured on february 20, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The cassette lot number complaint history was reviewed, this is the fifth complaint for the finish goods lot number; however, the first for this issue. The device history record (DHR) shows the product was released per specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).